Event description:
It was reported that the iab prematurely unwrapped during the sheathed insertion in the cath lab. As a result, the assembly was exchanged. There were no associated patient complications.

Manufacturer narrative:
Follow up report will be filed when evaluation is complete.